Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. Corrected section: d4 UDI#. The device was returned to the factory for evaluation on 09/05/2025. An investigation was conducted on 9/8/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device, but not loaded correctly, with the white plunger not depressed and the blue safety lock off , which allows for the white plunger to be depressed. The seal was observed in the loading device body. The delivery device was removed from the loading device with no physical or visual difficulties observed. The seal and tension spring assembly was remained inside the loading device. The seal and tension spring assembly were removed from the loading device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.218 inches. The length of the delivery tube was measured at 2.48 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. The lot # 3000425725 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, the sales representative provided case support for a hst iii system (3.8mm), she guided the scrub tech through loading the heartstring. Sharp (squeeze, hold, advance, release, pull). As she pulled the heartstring out they noticed the heartstring itself was stuck in the loading device. Product never came in contact with the patient. A new heartstring was opened and was used with no issues. There was a 2 min procedure delay. There was no patient harm.